Event description:
Ventilator touch screen not operating properly (vent function not affected). From the biomed follow-up: unit powered up ok but found upper left tabs on display required touching off the tab to get activation as well as intermittent tab activation. Calibrated display which did not correct this situation. Will contact draeger tech support for onsite service.